Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 455mg/dl when they woke up and treated with insulin pump customer stated they ate something very high in carbs. Customer declined to troubleshoot. Customer was not in auto mode. The insulin pump will not returned for analysis.